Manufacturer narrative:
Product complaint (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date (15 years ago), the patient underwent the primary surgery via tha with the cup and stem in question. On an unknown date, infection was confirmed. Therefore, on (B)(6) 2024, the right side of the cup and stem in question were removed. Because the patient was elderly, and the surgery was a girdlestone procedure. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary it was reported that on an unknown date (15 years ago), the patient underwent the primary surgery via tha with the cup and stem in question. On an unknown date, infection was confirmed. Therefore, on (B)(6) 2024, the right side of the cup and stem in question were removed. Because the patient was elderly, and the surgery was a girdlestone procedure. No further information is available. The product was not returned to depuy synthes; however, photos were provided for review. The photo/x-ray investigation revealed nothing indicative of a device nonconformance. As the device was not returned, an as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the unknown hip acetabular liners would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.